Event description:
It was reported to boston scientific corporation the jaws of a radial jaw 3 biopsy forceps device would not open or close. In addition, according to the complainant, it appears that the pull wires were disconnected from the biopsy jaws and the pull wires would extrude out the end of the catheter. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event (adult patient gender, age and weight are unknown). At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Visual examination of the returned device revealed that the forceps needle tail was bent and the pull wires were broken and separated from the catheter. Sem (scanning electron microscope) analysis of the wire fragments concluded that the wires broke as a result of excessive applied shear force; no wire material anomalies were observed. Based on the physical evidence of the returned device, the cause of the reported malfunction is attributed to user error. As per provided dfu (directions for use): "endoscopy should be performed only by persons having adequate experience and training..." "The packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." "If the device fails to operate properly in any way or shows any sign of damage, do not use it..." "Maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." "If for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..." "Caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with one's hand, excessive force may damage the jaws..."